Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the capsule fully closed and the end cap/screw gear snap fit connected. The handle was received with the deployment knobs pushed together. Visual analysis showed the capsule, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. The carriage components ware observed to be undamaged. Then, the deployment knobs were separated by the medtronic analysis technician. From close observation, the two tabs appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, during loading, the deployment handle separated. The device was received with the deployment knob intact; therefore, the reported separation cannot be confirmed via analysis. In this case, the deployment knob may have been pressed back together prior to being returned for analysis. During analysis, the deployment knob was separated to inspect the component tabs which were observed to be damaged; however, it cannot be confirmed if this damage was present on the subject device prior to analysis, or if it occurred during the attempt to separate the deployment knob. Deployment handle (actuator) separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading, prior to the implant of this transcatheter bioprosthetic valve, the handle of this delivery catheter system (dcs) opened. Another dcs was used to successfully implant the valve. No adverse patient effects were reported.